Event description:
The user facility reported there was a foreign material inside the sterile packaging during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was confirmed during evaluation the returned unit. Only the pouch and label of the product were returned. Upon evaluation of the pouch, a small hair strand could be observed inside.

Event description:
The user facility reported there was a foreign material inside the sterile packaging during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.